Manufacturer narrative:
Concomitant medical devices: product ID: 39286-65, serial# v(B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported a loss of stimulation. She had a bad cough for 2 months. She turned it off for a week and when she went to turn it back on (B)(6) 2015, she couldn't feel it. The lightning bolt was in the upper left corner. She thought she was at 3.3 volts and she increased to 4.6 volts and couldn't feel anything. She had 2 programs on her group but she didn't touch anything. She had just turned it off and back on so the settings should've been fine. No trauma/falls or emi were possibly related. Additional information received from the consumer reported that the patient needed to be reprogrammed. It was alleged that the stimulator either migrated or it just needed to be dialed in because the signals were being sent to different areas that weren't really helping her. The patient was in pain. The patient did not have a managing healthcare provider (hcp). Relevant medical history included complex regional pain syndrome type 2 and spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.